Event description:
It has been reported to philips that the table was unlocked when turning the allura xper fd10 system. The system was in clinical use at the time of the event. No harm has been reported. Geometry control geo ipc was replaced to return the device back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment table was unlocked when turning it on. Upon inspection, the fse determined that the geo ipc was not communicating and gives a geometry error, due to which all the geometry movements were not functioning properly. The fse replaced the geo ipc and reloaded the pc software and then the system was returned to use in good working order. The codes were updated based on the investigation outcome.